Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the connector had two disturbed sockets and that the analyzer needed a connector. It was to be sent on for repair and reallocation. Concomitant medical products: product ID: 2067l radiofrequency programmer head. (B)(4).

Event description:
The software analyzer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.